Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy pca and processor pca for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca and processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered the therapy pca and processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has problem with self-tests. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.